Event description:
Pt admitted to hosp for removal and replacement of bilateral double lumen silicone gel breast implants secondary to deflated implants. It was noted at the time of surgery that both outer lumens were ruptured and there was free silicone but no obvious tear in either implant. Pt has calcification and breast capsule contractures. In 2001, mammogram confirmed leakage. Original implants were placed in 1980.